Event description:
The customer reported that he had experienced high bgs for two hours while wearing a pod. A bolus was programmed to counter the high bgs - during the bolus, the pod initiated a hazard alarm. The pod was removed and replaced - his bgs at this time were high (441-500mg/dl). His bgs eventually normalized over the next six hours. The pod will be returned for evaluation.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.